Manufacturer narrative:
This incident was reported to (B) (4) under following (B) (4). It was reported that during the event, the pt became cyanotic, however, the pt did not suffer any permanent injury. With the info available, resmed's medical director provided the following opinion: "it is certainly possible that the cyanosis observed in this pt was in some part due to discontinuation of therapy rather than the potential effects of the mask and headgear being tangled around their neck. Despite niv therapy being commonplace in the treatment of acute respiratory failure, I am unaware of a similar case to this. There is no published literature describing a similar event and to my knowledge nothing in our complaints database. If a mask can be dislodged and twisted so tightly as to cause harm, it must be an extremely rare occurrence." This is the first complaint resmed has received regarding a 'strangulation threat'. The device involved was not returned to resmed and no quality defect is alleged. The manufacturer has commenced an investigation which will involve testing to reproduce the failure mode.

Event description:
It was reported to resmed (B) (4) that a hospital pt pulled the full face mask (ffm) off in a downwards direction and then twisted the mask once. This tightened the headgear around their neck posing a strangulation threat.